Event description:
It was reported that during the pulse generator replacement due to normal battery depletion, this right ventricular lead was surgically abandoned as it exhibited oversensing of noise with no pacing inhibition, noted in a stored episode of the pulse generator. The lead also exhibited high capture thresholds. Reportedly, during the lead's revision, the stylet would only go partially down the lead and the helix could not be retracted. A lead damage could not be confirmed during the lead's replacement procedure. The patient was given intravenous antibiotics during the surgical intervention. The lead was successfully replaced. No additional adverse patient effects. The complaint device was not returned to boston scientific, therefore, product analysis could not be performed.